Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, a complete lead was returned in one piece with the stylet inserted inside the lead. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. Visual examination found the connector pin and the connector cap were pulled out of the connector assembly and the inner coil was stretched consistent with excessive forces during the procedure. The ptfe coating of the stylet was found stripped and was clogged in the inner coil distal to the connector pin that prevented the removal of the stylet. Electrical testing found no anomalies.

Event description:
This report is to advise of an event observed during analysis.